Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 2005. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment rendered for the event of peritonitis was not reported. At the time of this report, the patient was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available as the reporter declined consent to be contacted for further information.